Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection. Symptom on inflammation was noted. The patient was prescribed with antibiotics has a lot less inflammation today.